Manufacturer narrative:
Additional information: d9, h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye which noted that one of the legs on the occlude feet was broken on the light blue main body. Functional testing including leak testing, clear passage testing, and clamp function testing were performed. No issues were noted in the clear passage test. Leak testing and clamp function testing identified a flow through the set with the clamp in the closed position. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿fluid was still coming out of the pd catheter despite having closed the roller clamp¿. It was further reported the twist clamp could "turn further than usual". This was observed after disconnecting from peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.